Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.

Event description:
The customer reported that the IV set ballooned while infusing on a pt. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.